Manufacturer narrative:
This ssc tilt axis was returned for failure analysis and the reported "error 40014 at startup" was confirmed but not replicated. Checked lighthouse and found that error 40014 had occurred, confirming reported event. Performed visual inspection and found no problem related to reported issue. Installed tilt on a golden system and ran full calibration successfully. Power cycled several times into normal mode and unit functioned as designed with no errors. As a result of this investigation, failure analysis could not determine the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The console common compute controller (ccc) was returned for failure analysis and the reported issue was confirmed but not replicated. In the field system logs, error 319 was found to indicate the issue occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The console ccc was installed onto a console from a known good system and successfully programmed. The unit powered up without any issues. They performed 10 power cycles and left the device idle for 3 days. Once the testing was completed, the system error logs were inspected, but no error could be identified. An ergo test was performed and passed. The fiber cable light levels were checked on all channels, confirming that they were well within the normal operating range. As a result of these findings, fa concluded that no root cause could be attributed to this issue. According to case notes, there were multiple parts replaced to fix this problem.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that an error 319 occurred at system startup and the customer had already power cycled the system multiple times without resolving the issue. The tse confirmed the 319 error on the second console viewer, then instructed the staff to remove the blue fiber cable from the console. After the cable was removed, the system powered on without errors and the customer proceeded with the case. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console common compute controller (ccc), the horizontal cable harness, and the vertical rolling loop harness. The issue later recurred again and an fse returned to replace the console viewer. The 319 errors later returned again and an fse returned to replace the tilt axis, the mced, and the console cardcage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The console viewer was returned for failure analysis, and the issue was confirmed but not replicated. Log review showed that errors 319 and 48352 had occurred and pointed to the viewer, confirming the reported event. A visual inspection found no problems related to the reported issue. The viewer was installed on an internal system and functioned as designed. The system was power cycled several times with no errors observed. The reported issue could not be replicated during system testing, and the root cause has not been determined at this time.